Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. It was reported the patient experienced an infection at the pump site. It was noted the patient had been implanted for one year, but reported that she had an open wound infection in the pump pocket. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if there was any diagnostics/troubleshooting performed. The pump was to be explanted on (B)(6) 2020 and the issue was not resolved at the time of this report . The patient¿s status at the time of this report was asked but unknown. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative. It was reported that the pump was explanted.